Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during the fill tubing step of a supply change with a cd detach infusion set; a guided dry run succeeded, but the alert recurred when attempting with the same supplies, and the supply change was then completed using new supplies with visible drops observed. Symptoms included no adverse clinical effects. Outcomes included no impact beyond troubleshooting and education. Investigation included remote troubleshooting with stepwise guidance and a successful repetition using replacement consumables. Investigation of this case revealed an operational difficulty consistent with a transient occlusion or flow restriction during tubing fill that resolved with new cartridge, connector, and infusion set, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related or consumable-related handling during setup leading to temporary flow obstruction.